Manufacturer narrative:
(B)(4). Product code updated to t5c4326 from t5c4325. The device was received for evaluation. Visual inspection was performed with naked eye and magnification with damaged patient adapter noted; however, this is not a functional defect. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, integrity of seal surface testing (testing the connection between the titanium adapter and the patient adapter) and connection testing using the uv flash machine (transfer set connected and disconnected with a lab disconnect cap and a lab jic set using uv flash machine). All functional testing passed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv disconnect cap could not be removed from the transfer set's spike. There was no patient injury or medical intervention associated with this event. No additional information is available.